Event description:
It was reported that the battery gauge was fluctuating. There was no adverse impact to the customer's blood glucose level. The customer was instructed to charge the pump using reliable charging supplies and to monitor the system, with a recommendation to call back if the issue persisted.